Manufacturer narrative:
It was indicated this lead would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range impedance measurements and noise through the device. When the lead was connected to the pacing system analyzer (psa), the out of range impedance measurements persisted. As a result, the rv lead was removed and replaced. No adverse patient effects were reported.